Manufacturer narrative:
The device history records for the reported lot were reviewed. All required testing specifications were met prior to release. There were no abnormalities noted.

Event description:
A patient ((B)(6)) was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. The patient was injected with a total of 3.0ml of coaptite, lots 1033386, 1032766, 1032765 on (B)(6) 2012. On (B)(6) 2013 a urine culture was performed and the patient was diagnosed with a urinary tract infection. The patient was treated with keflex 500mg bid x 7 days starting on (B)(6) 2013. As of (B)(6) 2013 the event was resolved. The physician assessed the event as mild and possibly device related.